Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had fluid around their ipg which was causing the ipg to not connect with its external devices. Surgical intervention was undertaken on (B)(6) 2026 in which the fluid was drained.